Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. When the device delivers a shock, it takes into account the impedance of the patient or load. The device will deliver a shock within 15% of the selected energy output to compensate for the impedance. This is considered normal operation of the device and is described in the zoll AED plus service manual. No trend is associated with reports of this type. Reports of this nature are not considered to meet our requirements for submission of a medwatch report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.